Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: the everflex self-expanding peripheral stent system was received for evaluation without any ancillary devices subsequent to the cine image. The cine image exhibited a pseudo-fracture of the stent with a stent offset. The safety knob on the stent delivery system (sds) was tight. There was fluid in the stopcock tube. There was sanguine material on the device and sanguine tinted fluid observed during flushes of the sds. No abnormalities or deformities were noted in the catheter or distal tip. Backlighting of the distal end of the sds indicated that the stent had been deployed. A 10cc water filled syringe was attached to the proximal hub luer lock and the center lumen was flushed: sanguine tinted fluid was observed exiting the distal tip. A 10cc water filled syringe was attached to the stopcock and the annular spaces were flushed: sanguine tinted fluid was observed exiting the distal end of the outer sheath. The outer sheath was pulled backed and the retainers were examined: no abnormalities or deformities were noted.

Event description:
The procedure was a left sfa stent via the right side up and over. Upon deployment of the protege everflex stent, it fractured causing vessel to shut down. The vessel shut down but flow was restored by placing another stent within.